Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "589:317 service code". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Review of the device vigilance assessment document (B)(4) reveals that the reported condition does not fit the definition of a reportable malfunction. The decision tree has been completed, and this complaint has been assessed as non-reportable.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.